Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The outcomes attributed to the device were pain, erosion, extrusion, recurrence, bleeding, dyspareunia, vaginal scaring, urinary problems, and bowel problems. It was reported that post implantation the patient underwent revision surgery in 2000 and 2001 due to pain, bleeding and infection. No additional information provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): there was a complication that occur during the surgery that occurred on (B)(6) 1999, a broken needle which caused the laproscopic sacral colpopexy to be aborted.